Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and was hospitalized on (B)(6) 2020. Blood glucose level at the time of the incident was 700 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue pump troubleshooting for possible causes of high blood glucose. Hospitalization treatment was slide and scale insulin. Customer got eye issue. The pump will be returned for analysis.